Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformance's associated with the reported event were identified.

Event description:
During the av node ablation procedure, output issues with the computer resulted in the procedure being cancelled. When starting the system, the workmate claris cpu showed an error message "942-memory training error." The dimm 1 on the cpu experienced an error during training (code 1501). The computer was shut down and powered on several times, disconnected from the power source, connected again and powered on, but the error message persisted. The procedure was cancelled and there were no adverse consequences to the patient.